Event description:
This MDR is to document the manufacturer's investigation of the system used in the reported event.

Manufacturer narrative:
The system was serviced by a field service engineer. Testing with two iceseed needles confirmed the reported complaint, with both needles starting to clog at 4 minutes and becoming fully clogged at 6 minutes, the iceball being below specifications and an audible decrease in gas flow. The root cause was identified as moisture build-up inside the needle during gas flow. The desiccant tubes were returned to the manufacturer, but could not be tested as the tubes were not shipped in a sealed environment. Review of the desiccant tube production records noted that the date of manufacture was prior to the implementation of preventative measures of desiccant moisture saturation, including the introduction of tube caps and protective packaging. The pm kit was replaced, and the system passed follow-up testing.

Event description:
The user reported that, during a bone cryoablation procedure, the iceball size on the two cryoablation needles was visibly smaller than expected during the case. The argon flow was audibly reduced. The case was completed with no reported injury to the patient. The follow-up MRI scan showed that the ablation treatment was successful. The system and associated parts will be investigated by the manufacturer. The needles used in this procedure were not kept and will not be returned to the manufacturer for investigation.